Manufacturer narrative:
This MDR related to puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported battery outlimit. Customer also states that the insulin pump alarmed during normal use. Customer states that the alarm was cleared after they changed the infusion set. The blood glucose reading is 300 mg/dl. Nothing further reported.